Event description:
It was reported that the power cord of an exactamix 2400m compounder was damaged. The damaged power cord was further described as a broken sheath which exposed the wires. This issue was observed during programing/setup of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.